Event description:
Enterprise 4.5x22mm (details unknown) was unable to be advanced in the prowler microcatheter (details unknown). The procedure remained incomplete and could not tell if it was the catheter loss of hydrophilic or the stent. The stent will be returned for analysis. The procedure was embolization of left middle cerebral aneurysm with stent technique ¿y¿ and coil (details unknown). At the upper branch of the left middle cerebral, a prowler microcatheter (details unknown) was catheterized with a select plus microcatheter (details unknown) on a synchronic guide. An enterprise 4.5 x28mm (enf452812/10256030) was successfully unfurled. An enterprise 4.5x22mm (details unknown) was unable to be advanced where crossed this stent cell and the lower branch was catheterized.

Manufacturer narrative:
Enterprise 4.5x22mm (details unknown) was unable to be advanced in the prowler microcatheter (details unknown). The procedure remained incomplete and could not tell if it was the catheter loss of hydrophilic or the stent. The stent will be returned for analysis. The procedure was embolization of left middle cerebral aneurysm with stent technique ¿y¿ and coil (details unknown). At the upper branch of the left middle cerebral, a prowler microcatheter (details unknown) was catheterized with a select plus microcatheter (details unknown) on a synchronic guide. An enterprise 4.5 x28mm (enf452812/10256030) was successfully unfurled. An enterprise 4.5x22mm (details unknown) was unable to be advanced where crossed this stent cell and the lower branch was catheterized. Based on the information, the event was not confirmed. The product was not returned for analysis; however procedural factors may have contributed to the event. A lot number was not provided, therefore a review of the manufacturing documentation could not be performed. No corrective actions will be taken at this time. Concomitant medical products and therapy dates: prowler microcatheter (details unknown); coil (details unknown); enterprise stent 4.5x22mm (details unknown); enterprise 4.5 x28mm (enf452812/10256030). This is 1 of 2 reports associated with complaint # (B)(4). This is an initial/final report.

Manufacturer narrative:
Based on response received from affiliate on (B)(4), the complaint is not reportable. This report is being submitted as a correction.